Manufacturer narrative:
Additional information received on 6/24/2019, indicated that the patient race was asian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/8/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 225cc saline breast implants which the left side spontaneously deflated after implantation. As a result patient had the device removed and replaced with catalog number 3502501bc, serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device received on 8/5/2019. Device evaluation completed on 8/22/2019: during evaluation of the sample, it was noticed an area of siltex cracking in the posterior aspect. Leak testing revealed a tear within the siltex cracking measuring approximately less than 0.1 cm. No other anomalies were discovered. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).